Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 405 mg/dl to "high". The cause of elevated bg was unknown, but the customer was subsequently hospitalized on (B)(6) 2025. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.